Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion due to generative disease (herniated nucleus pulposes). Intra-op, the crosslink broke. The product came in contact with the patient; but no fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The crosslink broke when surgeon was tightening it.